Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized a few days after falling and hitting his head on a nightstand. The blood glucose reading was 68 mg/dl, and the customer's wife stated that the fall may have been due to low blood glucose. The customer was bleeding when emergency medical technicians arrived, and they were able to stop the bleeding. The customer began having bad pains and difficulty breathing over the following days. He went to have a scan done and found he had 6 broken ribs and a contusion on his head. The customer used the insulin pump for basals but reverted to manual injections for boluses. The caller stated that he then discontinued use of the insulin pump because it had a partial display that began fading a month prior. He experienced high blood glucose readings of 400 to 500 mg/dl. The most recent blood glucose reading was 110 mg/dl. The customer was wearing the device at the 911 call. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. The unit was received with minor scratched lcd window and cracked reservoir tube lip. Fading display noted during button press. Problem isolated to lcd board.